Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3004209178 . Additional review showed the correct manufacturing site was site #(B)(4). Concomitant product(s): product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4).

Event description:
Additional information received from the manufacturer representative indicated the catheter revision took place on (B)(6) 2015. The patient did not receive adequate pain relief, so the entire catheter was replaced. The old catheter did not have significant fluid flow; existing pump remained. The pump was filled with morphine (unknown concentration or dose).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid 10mg/ml; 2.3 mg/day via an implantable pump for non-malignant pain. The date of the event was unknown. It was reported the patient experienced increased pain and higher residual volumes. A catheter study was not successful because "she could not be pushed". The issue was not resolved and surgery was being scheduled. Patient status was alive; no injury. A follow-up report will be sent if additional information becomes available.